Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise, high pacing impedance, and inappropriate therapy were noted on the right ventricular (rv) lead. The physician alleges clavicular crush on the rv lead. The lead was capped to resolve the event and the patient was in stable condition.